Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient presented to the hospital in the morning after observing a low cgm reading of 40 mg/dl. Details regarding any treatment administered at home prior to hospital presentation were not specified. In the emergency department, the patient was treated with intravenous dextrose, and her blood glucose levels were monitored for approximately two hours. During the emergency department evaluation, a fingerstick blood glucose (fsbg) measurement at one point was 123 mg/dl. Prior to discharge, a repeat fsbg was 148 mg/dl, while the dexcom cgm displayed a glucose value of 78 mg/dl, indicating a discrepancy between cgm and bg meter readings. The patient was also administered ibuprofen for a headache. Following stabilization, the patient was discharged from the emergency department. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.